Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the turbid 25+ga 5.0 cpm (cut per minute) combined was visually inspected and there were no obvious defects observed that would have contributed to the reported event. Surgical residue was observed in the drain bag, the cassette, and the manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The led (light-emitting diode) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 5000 cut rate displayed on the screen when the rfid (radio-frequency identification) was connected to the console. A pressure leak test was then conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. A calibrated console representing a current software version was then used to functionally test the sample. The sample failed to prime and generated a system message code 3475. After purging the I/a (irrigation/aspiration) manifold, the sample was tested again. The sample could prime, and pass iop (intraocular pressure) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. This complaint has been reviewed and the sample was found to be conforming, therefore no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked during surgery. The cassette was replaced and the procedure was completed. There was no patient harm.